Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) coronary artery that was mildly tortuous and moderately calcified. The lesion was pre-dilated with a non-specified balloon catheter. A xience prime 2.75 x 33 mm stent was deployed. During check angio, a dissection was observed at the proximal end of the lesion. Another xience prime was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.